Event description:
The customer reported an issue where the insulin gauge displayed an amount different from what was expected, indicating a static fill estimate issue despite insulin being delivered. The gauge currently displayed a fill estimate of 105. There was no adverse impact to the customer¿s blood glucose level. Technical support explained to the customer that this discrepancy could occur due to a large variance in the measured pressures used for calculating the remaining insulin, and once the insulin amount equals the static number displayed, the fill estimate would decrease as normal. The customer understood and acknowledged this information.